Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this single chamber right ventricular (rv) pacemaker developed av block and pacemaker syndrome. The patient also suffered from several other medical conditions. An invasive procedure was performed. The device was explanted and replaced with a dual chamber pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product is in possession of the patient and will not be returned.